Event description:
During a follow-up in-clinic, an increase in capture threshold due to dislodgement was observed on the left ventricular (lv) lead. Diagnostic imaging was performed, and no anomalies were observed. The lv lead was explanted and replaced to resolve event. The patient was stable.